Event description:
A facility representative reported that during intraocular lens (iol) implant procedure, they had a couple occurrences of iols getting damaged as they were advanced through the company cartridge. The company injector did not seem to be the problem. The first few times this occurred, thought it was possibly user error and discarded the iol and cartridge, but this happened approximately 5 to 6 times and surgeons also believed there was a defect in the cartridge. After the lens was folded and slightly advanced into the cartridge, there was friction when the plunger for the company injector was advanced. They did not know if the defect was a narrowing of the lumen within the cartridge or another issue. Additional information received stating that the lens did not enter the eye because the defect was noticed prior to injecting iol into eye. The procedure was completed by using new cartridge and lens.

Manufacturer narrative:
The used company cartridge was returned. Inadequate viscoelastic was observed in the cartridge. No viscoelastic was visible behind or in front of the lens. Viscoelastic was only visible on the lens. The lens was visible advanced almost to the parting line. Both haptics were tucked in the optic fold. The trailing optic edge was split. A long pressure mark was observed on the bottom left side of the nozzle. The mark went from the nozzle entry to mid-nozzle. This may have been caused by the handpiece plunger. The cartridge had evidence of placement into a handpiece. The company cartridge was cleaned for further evaluation. The lens was removed during cleaning. Topcoat dye stain testing was conducted with acceptable results. Complaint and product history records were reviewed, and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the reported lens damage appeared to be related to a failure to follow the instructions for use (IFU) the trailing optic was damaged. Inadequate viscoelastic was observed in the cartridge. No viscoelastic was visible behind or in front of the lens. Viscoelastic was only visible on the lens. A long pressure mark was observed on the bottom left side of the nozzle. The mark went from the nozzle entry to mid-nozzle. This may have been caused by the handpiece plunger due to the lack of viscoelastic. The IFU instructs to completely fill the cartridge with ophthalmic viscosurgical devices (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The intraocular lens (iol) will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).